Event description:
The customer initially reported that during a nephrectomy, the device could not be activated. Another device was used to complete the procedure without incident. There was no pt injury. The device was returned and a visual inspection revealed that there was a cut through the insulation on the device cord.

Manufacturer narrative:
(B)(4). Visual inspection found the cord had been sliced exposing bare wire. The device was plugged into the generator and an instant regrasp alarm sounded when pressing both the hand and foot switch. The device could not be activated. The slice in the cord was smooth as if from scissors or the knife blade of the instrument. Dried blood was found around the cut indicating that the knife blade may have been inadvertently deployed on the cord.